Event description:
This product contains a glass ampule that is crushed in order to release the reagent for use. As a customer was breaking the glass ampule inside the plastic cover, the glass penetrated the plastic cover and pierced one of her fingers. The incident occurred on (B)(6) 2010, but the customer did not feel she needed to report it to bd at that time. When the customer visited her doctor for an unrelated issue, she mentioned that her finger was still sore. After further examination, the physician surgically removed some material which was of hard nature from the affected finger. Histology was performed but the results were inconclusive and it could not be determined if the material was glass. Customer then advised her employer, who then suggested she contact bd. Bd was notified and documented the complaint on (B)(6) 2010.

Manufacturer narrative:
A surgical procedure was required to remove the foreign object which could be considered as a significant medical intervention. It is possible that any retained glass fragments in the skin could serve as a nidus for subsequent infection. It is highly unlikely for this incident to result in a serious injury or death to a user, if it were recur. The complaint was investigated and could not be confirmed as a mfg issue. The product labeling contains the following statement: "caution" break ampule close to its center one time only. Do not manipulate dropper any further, as the plastic may puncture and injury may occur". No corrective actions are planned at this time.